Event description:
The customer reported that the unit had a solid red x with a chirp, and when the unit was turned on, the message "device error - service required" appeared on the screen.

Manufacturer narrative:
The customer reported that the unit had a solid red x with a chirp, and when the unit was turned on, the message "device error - service required" appeared on the screen. The unit was evaluated at phillips, and the failure was verified. The unit failed to shock and pace. Replacing the processor pca resolved the failure. The unit passed all post-service testing and was returned to the customer site.